Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that a physician completed an uneventful novasure endometrial ablation on (B)(6) 2016. Three days later the patient reported to have "headache, fever, chills and shortness of breath". The patient presented to the emergency room and was "diagnosed as being septic, having systemic inflammatory response syndrome (sirs) and endometritis". It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported by the physician the patient had a scheduled blood transfusion immediately post-procedure, at an outpatient transfusion center. The patient was admitted to the hospital (B)(6) 2016, received parenteral antibiotics, imaging studies. Lot# unknown. The patient has fully recovered.